Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,continent of urine and sling extruding from vagina- sling visible inside introitus - removal of sling and durasphere injection. Underwent removal of vaginal portion of sling and cystoscopy, durasphere injection for vaginal extrusion of sling and stress urinary incontinence. Yes. Following the mesh revision surgery, she developed vaginal erosion of sling, leakage with cough, mild vaginal discharge, stress urinary incontinence, vaginal discharge, vaginal dryness, urinary tract infection (uti), urgency, frequency, nocturia, left side abdominal pain with pressure, atrophic vagina, blood in urine, vaginal bleed, suspects interstitial cystitis, single friable lesion in the posterior fornix with no pigmentation changes, dysuria, urinary discomfort, abnormal appearance of the urinary bladder which is incompletely evaluated on this examination with surrounding infiltration which could be infectious in nature, menopause and ovarian cyst, CT of abdomen and pelvis shows dense heavy calcification noted in the area of the urethra - in-office cystourethroscopy on (B)(6) 2006. Urethral sling is in excellent position, small amount of yellow discharge. Underwent fractional d & c, video hysteroscopy, drainage of right ovarian cyst. She had vaginal spotting, had blood blister to incision and it bursts, minor subcutaneous induration, surgical wound infection, vaginal scar tissue was treated with silver nitrate. In-office cystoscopy on (B)(6) 2011 revealed inflammatory mass on right superior lateral bladder wall to bladder neck, dyspareunia. She developed these complications during (B)(6) 2004- (B)(6) 2012 and underwent the following additional surgeries:excision of vaginal portion of the sling and cystoscopy for vaginal erosion of sling. Tubovaginal sling (must be pubovaginal sling) with autologous fascia and cytoscopy for stress urinary incontinence. Total abdominal hysterectomy, bilateral salpingo oophorectomy for postmenopausal bleeding recurrent. Cystoscopy, excision of eroded vaginal mesh, excision of inflammatory bladder mass, retroperitoneal exploration and repair of eroded vaginal epithelium for possible eroded mesh sling, recurrent urinary tract infection. Cystogram on (B)(6) 2012 shows no evidence of contrast extravasation. There is slight luminal irregularity along the posterior right side of the bladder wall. Negative cystogram - urinalysis shows trace of protein and blood. Post void residual urine is 0 ml - genitourinary candidiasis.